Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a cup burst during use. No serious injury occurred; the pt reported her lenses felt "scratchy" after the reported experience. The MFR is implementing corrective actions to prevent reoccurrence of this event.